Manufacturer narrative:
(B)(4). Review of cta¿s 5 months post-implant revealed that an endurant stent graft system was implanted; the bifurcate was positioned near the level of the left renal artery. The right renal and kidney were not visible. The proximal stent graft od measured 28mm. The max diameter aaa measured 58mm; a possible type ii endoleak was seen from a lumbar artery filling the posterior aaa approximately 15mm above the level of the flow divider. The ipsilateral limb was positioned distally within the left common iliac artery. The contra limb was placed into the right common iliac artery. Beginning just below the level of the contra gate, thrombus is seen within the contralateral limb. The thrombus is seen along the posterior, lateral-right, and anterior stent graft ID, and is continuous from the gate to the distal end of the contra limb. Within the overlapping contra gate the stent graft minimum ID measured 11mm x 12mm. The thrombus occurred where the contra limb ID flared out from 12mm (at the gate) to 26mm (distal rcia). The right external iliac artery diameter is 9mm and is moderately tortuous at its takeoff. The right popliteal artery is occluded. The ipsilateral/left limb and distal left leg vessels are patent. No stent graft kinks, compression, or other issues are seen. The cause of the contra limb occlusion, leading to the reported leg pain and occlusion of the popliteal, could not be determined. Films at implant and earlier post-implant images were not available for review. It could not be confirmed if flow within the flared contra limb may explain the observed thrombus due to possible blood flow disturbances as the limb ID flared out distally from 12mm to 26mm. Angiograms were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. This may also have been caused by a patient condition; poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during the intervention were not provided.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with right calf pain. A CT was done and intramural thrombus was found in the contralateral limb of stent graft. The physician stated that the cause of the event was due to thrombus, which caused the leg pain and occlusion of the popliteal. The contralateral limb was re-lined with an endurant ii 16x16x93 and 16x10x93 and extended down into the external iliac artery. The event has resolved. No additional clinical sequelae were reported and the patient is fine.